Event description:
Reporter indicated that upon interrogation, a vns patient's generator was found to be disabled. The patient's father reported the patient has had a gradual increase in seizures and decreased activity for approx the last month. The seizures were below the patient's pre-vns baseline. The patient had constant seizures for two consecutive nights. Medication changes did not resolve the seizures. Manufacturer review of programming history confirmed the generator reset due to burst watchdog timeout. It was determined the generator reset occurred on approximately (B) (6) 2008. The patient was last seen by the treating physician in (B) (6) 2008. A software upgrade was performed on the patient's generator to prevent future reset events. The patient's generator was set to the intended settings, after which diagnostics were within normal limits. A day after the generator was set back to the intended settings, the patient was hospitalized for seizures, but has since been discharged from the hospital as the seizures are once again under control.

Manufacturer narrative:
Analysis of programming history.